Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's wife reported via phone call that the serter was difficult to use for sensor insertion. Customer's wife reported that the serter may not be functioning properly. Blood glucose level at the time of the incident was 401 mg/dl, which was treated with a bolus. The caller was advised that the sensor and serter would be replaced and agreed to return the products for analysis.

Manufacturer narrative:
Evaluated one opened/used sensor and did continuity resistance test and sensor failed per specification. Also found a bent cannula, we were unable to confirm if customer received sensor in said condition due to customer returning it opened/used.